Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, distal left anterior descending artery the nc trek balloon dilatation catheter (bdc) was prepared in the patient anatomy. Several attempts were made to inflate the balloon, but the balloon failed to inflate. Angiography noted air bubbles in the patient and the patient experienced ventricular fibrillation. Cardiopulmonary resuscitation was performed for more than one hour and the patient was transferred to the coronary care unit (ccu). Once outside of the anatomy, a small hole was noted on the proximal end of the device. The physician suspected that the air was brought into the patient from the small hole. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of air embolism is listed in the coronary dilatation catheters (cdc), nc trek instructions for use (IFU) as a known patient effect. Additionally, the nc trek IFU states that all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported torn (hole in) shaft; however, the reported inflation issue, leak and air embolism appear to be related to circumstances of the procedure as a result of the torn (hole in) shaft. A conclusive cause for the reported patient effect of ventricular fibrillation and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.